Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chol. Event description: [translation] 'clip not right'. Additional information received from applied medical representative via email on 10-feb-2022: the clip scissored, it did not misalign. Intervention: unknown. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of a scissored clip could not be replicated or confirmed as the remaining clips fired and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chol. Event description: [translation] 'clip not right'. Additional information received from applied medical representative via email on 10-feb-2022: the clip scissored, it did not misalign. Intervention: unknown. Patient status: no patient injury.